Event description:
The customer reported via phone call that the insulin pump alarmed button error and had been exposed to water when the customer jumped into a pool with the device still on. The customer's blood glucose was 120 mg/dl. He did not observe any visible moisture in the insulin pump. He noted that the alarm was present in the device history at or around the time that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. The button error alarm could not be verified due to the blank display anomaly. There was moisture damage found on the motor also. The insulin pump was received with a cracked case at the display window corner and with a minor scratched display window.